Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver medication during use. This occurred on 10 occasions. The following information was provided by the initial reporter: material no.: 320144 batch no.: unknown. It was reported by the consumer that nothing comes out of the needle during priming. Issue: pharmacist called on behalf of a consumer reported nothing was coming out of the needle during priming. Consumer uses the new needle each time. Consumer visually test the needle. Consumer firmly attaches the needle on to the pen. Pharmacist replaced the box. Offered to send the replacement. Read privacy statement. Pharmacist stated consumer has not dropped of his box, consumer is planning on dropping the box, lot# unknown, he will call us to provide the lot#. Offered to do a follow up call, he stated to give them few days before we call as follow up since the weather is very cold consumer may not stop by the pharmacy. Provided case file#. Advised him to send us the unused samples, but to call us if there is any samples with an issue.

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver medication during use. This occurred on (B)(4) occasions. The following information was provided by the initial reporter: material no.: 320144 batch no.: unknown it was reported by the consumer that nothing comes out of the needle during priming. Issue: pharmacist called on behalf of a consumer reported nothing was coming out of the needle during priming. Consumer uses the new needle each time. Consumer visually test the needle. Consumer firmly attaches the needle on to the pen. Pharmacist replaced the box. Offered to send the replacement. Read privacy statement. Pharmacist stated consumer has not dropped of his box, consumer is planning on dropping the box, lot# unknown, he will call us to provide the lot#. Offered to do a follow up call, he stated to give them few days before we call as follow up since the weather is very cold consumer may not stop by the pharmacy. Provided case file#. Advised him to send us the unused samples, but to call us if there is any samples with an issue.

Manufacturer narrative:
H.6. Investigation summary customer returned (60) 4mm, 32g pen needles (4 open without the tear drop label, (B)(4) sealed) in a shelf carton from lot # 9121998. Customer states that nothing comes out of the needle during priming. All open samples and (B)(4) sealed samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
The following fields have been updated with corrections: medical device expiration date: 2024-05-31. Medical device lot #: 9121998. Device manufacture date: 2019-05-01.

Event description:
It was reported that bd ultra-fine¿ pen needle was unable to deliver medication during use. This occurred on 10 occasions. The following information was provided by the initial reporter: material no.: 320144 batch no.: unknown it was reported by the consumer that nothing comes out of the needle during priming. Issue: pharmacist called on behalf of a consumer reported nothing was coming out of the needle during priming. Consumer uses the new needle each time. Consumer visually test the needle. Consumer firmly attaches the needle on to the pen. Pharmacist replaced the box. Offered to send the replacement. Read privacy statement. Pharmacist stated consumer has not dropped of his box, consumer is planning on dropping the box, lot# unknown, he will call us to provide the lot#. Offered to do a follow up call, he stated to give them few days before we call as follow up since the weather is very cold consumer may not stop by the pharmacy. Provided case file#. Advised him to send us the unused samples, but to call us if there is any samples with an issue.